Manufacturer narrative:
(B)(4).

Event description:
On 11feb2019, a johnson and johnson sales representative called to report that an eye care provider's (ecp) patient (pt) developed an eye infection and corneal ulcer while wearing acuvue® vita¿ brand contact lens (cl). On 11feb2019, additional information was received from a representative of the treating ecp: the ecp representative reported that the pt developed an eye infection in the left eye (os). The pt was diagnosed with a corneal ulcer os (¿superior¿ location) and corneal edema due to cl wear. The pt was prescribed vigamox, 1 drop every 3 hours for 3 days and moxeza, 1 drop tid for 5 days. The pt returned to cl wear after the treatment concluded and is currently using acuvue oasys brand cls. The ecp¿s notes stated that the pt had no permanent damage or permanent loss of visual acuity. The event date was reported as (B)(6) 2018. The pt uses opti-free solution to disinfect lenses. On 13feb2019, additional information was received from the ecp representative: the location of the ulcer was superior peripheral and was assumed and treated as a bacterial infection, however no culture was performed to verify. On 26feb2019, additional information was received from the ecp representative: the pt is unwilling to provide any additional information to the ecp or johnson and johnson regarding the event and does not want to be contacted. No further information is available. The suspect os cl is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00qf0c was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.